Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, a valve actuation test, a go-no-go check, and a load cell verification. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. No visual discrepancies were found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of cardiac arrest during pd therapy. The etiology of the event(s) is unknown; therefore, causality cannot be established. However, studies have shown esrd patients are at significantly greater risk of sudden cardiac arrest then those in the general population. Based on the information available, the liberty select cycler cannot be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, limited information precluded an extensive and meaningful investigation. Therefore, given the lack of patient information, admission diagnosis, event causality, medical records, treatment records, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) from a hospital¿s acute unit contacted fresenius technical support (ts) to report that a patient on continuous cyclic peritoneal dialysis [cc(pd)] experienced a cardiac arrest during treatment on 06/25/2020. The patient was performing treatment on a liberty select cycler at the time of the event. The pdrn reported to ts that no alarms or messages had occurred during the treatment. The pdrn was advised to discontinue use of the cycler and a replacement cycler was issued to the unit. Subsequent attempts to obtain additional information (e.g. Patient demographics, hospital records, treatment records, past medical history) have thus far proven unsuccessful.